Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. Upon further investigation of the reported event. The following information is new and/or changed: d4: (additional device information, added exp date). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to additional information and device evaluation). H3: (device evaluated by manufacturer). H4: (device manufacture date). H6: (identification of evaluation codes 10, 11, 3331, 4238, 25). Type of investigation #1: 10, testing of actual/suspected device. Type of investigation #2: 11, testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331, analysis of production records. Investigation findings: 4238, contamination of environment by device. Investigation conclusions: 25, cause traced to manufacturing. The affected samples were inspected upon receipt to confirm, yellow marks on the cr filter. An affected sample and a control sample in a past evaluation were sent to an external laboratory for analysis and identification of the marking. A representative retention samples were reviewed, to show no markings on the cr filter assembly. This blemish in the cardiotomy filter should have been caught, during production inspection. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 28, 2021.   Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received indicates that the stain was on the filter in the reservoir.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, a yellow stain across one side of oxy filter was observed. No patient involvement.